Event description:
Pt suffers long term headaches and left hand posturing after experiencing a "bright flash like an explosion in his brain", during an MRI. The pt has metal aneurysm clips implanted from a previous cerebral aneurysm.